Event description:
It was reported that upon removal of the maverick 2 monorail catheter from the protective ring, the shaft separated. The event occurred outside of the pt. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been returned for analysis as of the date of the report. If any add'l relevant info is received, a supplemental MDR will be filed.